Event description:
Related manufacturer report number: 2017865-2022-06485. It was reported that following a recent implant and discharge from the hospital, the patient was seen at the emergency room with persistent chest pain and shortness of breath. The symptoms were not thought to be attributed to the device. The patient experienced atrial fibrillation and subsequently inappropriate shock due to device settings. Programming changes were made. The right atrial lead was found to be dislodged - floating in the pocket and the suture sleeve was not secured to the pectoral fascia. A procedure to reposition the atrial lead back into the right appendage was completed successfully. The atrial lead remained implanted. The patient's condition was guarded before, during the event and was in good condition after the event.